Event description:
The customer reported to baxter (B)(4) that on (B)(6) 2010, a flo-gard IV. Solution admin. Set was discovered with cuts present on the tubing. This was only visible after taking the product out of the packaging. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video-assisted thoracoscopic surgery procedure after the surgeon fired the device across the lung on the first firing he observed the staple line and the device had cut but did not staple. There was bleeding reported however the amount was not measurable. This had happened with the first two devices he used during the procedure. They used a third like device to staple and continued with the procedure. There were no blood products required for the patient. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device a, was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The analysis found that one (B)(4) device b, was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no reload was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.